Manufacturer narrative:
Concomitant products: 506852 lead implanted (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high thresholds overtime were noted on the right atrial (ra) lead. Noise was also noted on an electronic transmission. The lead was capped and replaced during a routine changeout procedure. No patient complications have been reported as a result of this event.